Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary (B)(4). Device within specification, distal segment returned.

Event description:
Apparent lead fracture